Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room due to a high blood glucose (bg) of 470 mg/dl and moderate ketones. The customer was treated with intravenous saline and insulin, and was released from the ER the next day with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.